Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low platelet (plt) results generated by the coulter lh 500 analyzer with an instrument generated r flag the erroneous results were reported outside of the laboratory. A manual slide was prepared and platelet clumps were seen. The patient was redrawn 2 days later and re-tested upon which it gave a higher platelet result which was considered correct and an amended report was issued. There was no death, serious injury or change to patient treatment associated with this event.

Manufacturer narrative:
Sample was collected in a 4ml bd edta vacutainer tube. Qc is run 3 times per day and was within range before and after the event. The bci instrument generated an r flag for the platelet results which alerts the operator to further review the specimen. The root cause for reporting out flagged results is operator error. Per bci labeling, platelet clumps are a known interfering substance.